Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) ilpac4217, (certain low profile 17 abutment 4.1mm(d) x 2mm(h)) for evaluation. Visual evaluation was performed, signs of wear from usage however, there was no fracture identified. DHR review was completed for the subject lot number 2015070717. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2015070717 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and clinician incorrectly engages abutment screw into implant. Therefore, based on the available information, a device malfunction did not occur. There was no fracture identified. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported that screw thread of abutment got fractured at tooth site 25. A new abutment was placed to complete the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4).